Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window. The device also was received cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and cracked lcd window.

Event description:
Customer reported that the insulin pump has damage. The damage on the insulin pump is a crack above the up arrow button that goes into the screen. Customer stated that she was not aware of how the damage occurred. Blood glucose value is 39 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.